Event description:
It was reported the procedures are being performed in the operating room. During insertion, the clinicians are experiencing issues with the spring wire guide not passing through the catheter. In some cases they are forcing the wires through the distal lumen of the catheter causing the wire to become kinked. As a result, everything is removed and a new catheter is placed successfully. There have been delays in treatment with no patient harm and no patient deaths or complications reported. It is not known how many times the spring wire guides kinked during insertion.

Manufacturer narrative:
(B)(4). The device will not be returned.